Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, dtv. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section event: the following additional information received per the patient profile form (ppf) indicates that the patient became aware that the filter had tilted approximately fourteen degrees, nine years and eight months post implantation after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from pain post-implant, emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of multiple trauma injuries and multiple spinal fractures and referred for filter placement due to extensive injuries and neurologic injury with prolonged immobilization. During the filter placement procedure, the filter was deployed in the infra-renal position, via the right common iliac vein. Approximately on or about four days post implant, the patient had respiratory failure and was subsequently trached. The patient was weaned off the ventilator and tolerated the trach shield. It is noted the patient needed frequent daily suctioning. At around this time the patient had the dvt, and was started on heparin drip and transitioned to oral coumadin. About thirty-seven days after, the patient had a slow increase in white count with leukocytosis of 14.5. The sputum was re-cultured and a gram stain was negative. The patient also developed a stage ii sacral decubitus ulcer. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of multiple trauma injuries and multiple spinal fractures and was referred for filter placement due to extensive injuries with prolonged immobilization. During the filter placement procedure, the filter was deployed in the infra-renal position, via the right common iliac vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to deep vein thrombosis (dtv). Per the patient profile form (ppf), the filter had tilted approximately fourteen degrees, nine years and eight months post implantation. The patient also reports pain post-implant, emotional distress, mental anguish, anxiety and stress. Per the medical records, approximately four days post implant, the patient had respiratory failure and a tracheostomy. The patient was weaned off the ventilator and tolerated the trach shield. It is noted the patient needed frequent daily suctioning. At around this time the patient had the dvt and was started on heparin drip and transitioned to oral coumadin. About thirty-seven days after, the patient had a slow increase in white count with leukocytosis of 14.5. The sputum was re-cultured, and a gram stain was negative. The patient also developed a stage ii sacral decubitus ulcer. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Deep vein thrombosis within the vasculature does not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.